Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the plunger was not pushed with sufficient force and a cuff miss occurred [suture retrieval issue]. It should be noted that the perclose prostyle instructions for use states: ¿¿depress the plunger with the right thumb (in the direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles." The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted with a prostyle device after a percutaneous coronary intervention procedure using a 7f sheath. Reportedly, the plunger was not pushed with sufficient force and a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.